Event description:
The physician was attempting to deliver the icast to the proximal anterior tibial when he encountered resistance in the sheath. He decided to pull the stent back (without deploying it). He removed the sheath and stent at the same time. After inspection, the stent was stuck in the sheath. The stent came off of the balloon in the sheath. He did not feel it would be an issue to take the stent over the iliac bifurcation because it was not a very tight turn, he was using a long sheath, and he has done it several times prior to this incident without complication.

Manufacturer narrative:
Upon opening the sample it was noted that the contents included one 5mm x 59mm x 120cm icast catheter with the stent in a separate biohazard bag. As indicated the stent had been displaced from the catheter. No introducer or guide catheter was included. Analysis of the stent revealed evidence of a completed crimp process however both the proximal and distal ends were slightly flared and the stent bowed longitudinally. The balloon exhibited crimp lines as well as fold lines but contained fluid throughout and had been partially inflated. Based on the above information gathered from the returned sample, it can be surmised that the balloon had been partially inflated during the priming process or while tracking inside the guide catheter. This could explain the slight dilation of the proximal and distal ends of the stent as well as the increased resistance felt when the device tracked over the iliac bifurcation. Simply displacing the stent while tracking within the guide catheter will not cause the balloon to unfold and dilate or cause fluid to pool within the balloon.